Manufacturer narrative:
1) the investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking from the septum. Customer was able to clean off the septum and leak did not appear to continue, therefore customer reloaded the same cartridge and continued insulin therapy. Customer's blood glucose level was 158 mg/dl.